Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Medtronic representative reported that reseating the dongle resolved the issue and the imaging system was functioning normally. Resolved at the time of issue.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the site couldn't get their system out of e-stop. Rebooting the system multiple times did not resolve the issue. There was no patient present at the time of the issue.